Event description:
It was reported that the pt presented with myocardial infarction and was diagnosed with total occlusion of the right coronary artery. Angioplasty was performed and a 3.0 x 23 otw xience v stent was implanted in the distal mid right coronary artery (rca) and a 3.0 x 18 otw xience v stent was implanted in the proximal mid rca. Approximately 3 hours post procedure (following day-(B)(6) 2010) the pt went into cardiogenic shock and was taken back to the cath lab. Thrombosis was found in the proximal stent and dilatation was performed using a voyager dilatation catheter. During dilatation, the stent was inadvertently crushed against the vessel wall. There was no blood flow beyond the distal stent. The procedure was stopped and the pt was moved to the coronary care unit. The pt expired (B)(6) 2010 while in the intensive care unit. The reported cause of death is inferior myocardial infarct. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). The xience v otw (part 1009547-18/lot 0031661) indicated is being filed under a separate medwatch MFR number. The customer reported the device was discarded. The lot number was not provided; therefore, a device history record review could not be performed. The reported occlusion is a known adverse event listed in the otw voyager instructions for use (IFU). Although a conclusive cause for the reported pt effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.